Event description:
It was reported that the device had a plunger failure. The customer did the software update, biomed did further testing and a plunger error came up. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the right plunger case is cracked, non-OEM battery. Functional testing was unable to duplicate the plunger failure, the acu watchdog, problem verified. The cause was the main board. Replaced main board. Pump passed all functional and delivery tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.